Event description:
A nurse reported that during a photocoagulation procedure, the surgeon noted low power. The system was exchanged to conclude the procedure without pt harm. Add'l info has been requested.

Manufacturer narrative:
The customer rep examined the system and was unable to replicate the customer reported issue. The system was then tested and met product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).